Manufacturer narrative:
The system was investigated on-site and the an electromagnetic valve was found faulty and replaced. The replacement solved the reported issue. The replaced part was sent in for investigation. The returned valve was tested and it was found to be short circuited and therefore non-functional. The cause of the reported issue was therefore concluded to be a faulty electromagnetic valve.

Event description:
Manufacturer´s ref #:(B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm. (B)(4).